Event description:
Pump alarm: check set. Tubing checked and found metal tubing on the back of the disc was off center. I am not sure this was the direct cause of the alarm. This is the second time I have observed this I did share what I found the first time with products nurse and clinical engineering. This is the second time I have found this.